Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the patient came in for a device check after a patient fall incident. Upon interrogation of the pacemaker, it was identified that the device had already tripped end of life (eol). Approximately three months before eol was declared, a device check was also performed and at that time, the pacemaker generated a remaining battery life of one year. With the recent device check, the electrogram (egm) strip had recorded a heart rate of 35 beats per minute (bpm) but the device was actually pacing at 50 bpm with confirmed capture, with a programmed mode of ventricle pace, ventricle sense, and with device pacing inhibited as a response to sensing (vvi). It might have been that the egm monitor had missed a beat. There was also no syncope, and that the fall was not device related. The pacemaker was explanted, and will be sent back for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--